Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179727 . Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-28 . Medical device lot #: 1147245. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-05-27.

Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the issue is that the stoppers pop off whether using the system closed or opened. "